Event description:
It was reported that the patient was not able to adjust stimulation. A display showing "call your doctor" icon with oor message was reported. It was stated that the patient had noticed this message earlier on the day of the report when he was trying to adjust his stimulation. It was stated that "it zapped" the patient. It was stated that the patient had several issues with patient programmer and it had been replaced in the past. It was reported that it appeared difficult to communicate and there was a delayed response when he pushed the button. It was reported that coupling between the recharger and the ins (implantable neurostimulator) initially was fine. It was also reported that the stimulation seemed "like it was skipping." There was no known accident or incident related to this complaint. It was reported that the patient had noticed this a week prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).